Event description:
It was reported that the patient was presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header port was found difficult to disconnect the right ventricular (rv) lead even after removing the set screw. The physician had successfully disconnected the rv lead and connected to the new pacemaker. The chronic pacemaker was explanted. The patient was in a stable condition.

Manufacturer narrative:
The reported event of difficulty removing the lead from the header was confirmed. Analysis revealed blood accumulation in the connector port zones affecting bonding between the inside of the connector port and the silicone lead body surfaces of the lead. This made the removal of the lead difficult. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant. No other anomalies were seen.